Event description:
It was reported that during a clinical study, the across 40 experiences of use of a magnet in the past six months, to provide asynchronous pacing support, to inhibit tachy therapy, temporarily inhibit (disable) therapy or general device function without the use of a programmer, there were 15 instances where the device was unsuccessful in performing its intended purposes were due to absence of pacing, specifically at programmed rate. An attempt was made to obtain additional information regarding the model and serial number and patient information. At this time no further information is available. Should additional information become available this report will be updated. This device remains in service. No adverse patient effects were reported.